Event description:
It was reported that the customer received no delivery alarms during bolus and had changed out the set and now it appears as though the piston is moving slower. It was noted that the customer's blood glucose reading was 6.3 mmol/l. Customer stated that the alarm was resolved by a complete set change. Displacement test was performed and passed. No further information reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.